Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 415 mg/dl at the time of the incident. The customer reported that she had suspended the delivery of the insulin pump already. The customer was assisted in troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.